Event description:
It was reported through a service report that the footend of the bed would not go up or down electronically. It is unknown if there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Potentiometer coil cable.